Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr, 803.56 when additional reportable information becomes available.

Event description:
It was reported, the device alarms error code 45639 or red screen. No patient injury/involvement reported.

Manufacturer narrative:
Device evaluation: one device was received. A visual inspection found a removed tamper seal. During the functional testing, the customer reported error code was able to be replicated. The root cause was found to be a faulty mpu board. The mpu board was replaced. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.